Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 468 mg/dl. Customer reported that insulin pump received software error. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performing self test but it did not pass. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 noted in formatted history file due to software error. (B)(4).

Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 noted in formatted history file due to software error.